Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the battery drawer was found blocked. Analysis also found the upper case was cracked.

Event description:
It was reported the battery door was blocked. The external pulse generator was returned for repair. No patient complications have been reported as a result of this event.